Event description:
During follow-up, an increase in capture threshold was noted. The physician planned a revision procedure, but the lead could not be removed from the header of the device. The lead and device were explanted and a new device and lead were successfully implanted to resolve the issue. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: the reported event of increased threshold could not be confirmed. The other reported event was ¿not possible to separate the lead from the pacemaker¿. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection did not find any anomalies except for damages consistent with procedural damage. Lead insertion and removal test in a device did not find any difficulties.